Manufacturer narrative:
Philips service reconfigured the system, which became operational, but the root cause remains unclear. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was stuck at 0:00 due to flexvision pc communication failure on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.